Manufacturer narrative:
The embolic material was not returned for analysis. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. Hemorrhage and neurological changes are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event.

Event description:
Citation: ¿embolization treatment of cerebral arteriovenous malformations with onyx-18: a clinical analysis¿ guo hong-lei, zhu jie, he bo, zhao wei. The first affiliated hospital, kunming 650032 china medtronic receive the following reports: 3 patients experienced intracranial hemorrhage, one patient was reported to have clay pipe event and one case of secondary epilepsy.